Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device.

Event description:
The core micro drill was sent for evaluation because it was overheating during a procedure, which was completed with the same device. There was no procedure delay or adverse consequences reported.